Event description:
It was reported when the intra-aortic balloon (iab) was connected to the intra-aortic balloon pump (iabp), it was noted by the staff that the iab did not augmented. As a result, the perfusionist used another iab catheter and another attempt was made successfully. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
Qn# (B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab augmentation difficulty is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: teleflex received the device for investigation. The complaint has been reopened to investigate the device. The reported complaint of augmentation difficulty could not be confirmed. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported when the intra-aortic balloon (iab) was connected to the intra-aortic balloon pump (iabp), it was noted by the staff that the iab did not augmented. As a result, the perfusionist used another iab catheter and another attempt was made successfully. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab augmentation difficulty is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported when the intra-aortic balloon (iab) was connected to the intra-aortic balloon pump (iabp), it was noted by the staff that the iab did not augmented. As a result, the perfusionist used another iab catheter and another attempt was made successfully. There was no report of patient complication or serious injury and death.